Event description:
It was reported that the symptomatic patient presented with dizziness for lead revision procedure. The right ventricular lead exhibited noise causing oversensing. During the procedure, the pulse generator went into backup operation due to electrocautery. The lead and device were explanted and replaced. The patient was stable before, during and after the procedure.

Manufacturer narrative:
Final analysis confirmed device in backup vvi mode consistent with electrocautery exposure during explant. During the exposure, radio frequency lockout was observed. The device was otherwise normal.